Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue from the downloaded electronic record of the event. The reported issue could however not be reproduced. The device was extensively tested without observing any discrepancies. Once proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off and back on automatically several times. The device was charged through an ac power adapter. When the adapter was removed, the device switched off and back on several times automatically. There was no patient use associated with the reported event.